Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from (B)(6) stating that the device was continuously shutting down during surgery. It is known that there were no pt or user injuries; however, it is unk if there was medical intervention or surgical delay related to the event. The date of the event is unk. No add'l info available.